Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners and battery tube threads, minor scratched lcd window and damaged back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error, the night prior to the phone call. The customer was unable to clear the alarm so they removed the battery and reinserted a new battery, but the insulin pump alarmed button error, again. The customer was unable to deliver insulin. The customer's blood glucose was 134 mg/dl. The discontinuation of the device was advised. Nothing further was reported.